Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam (needs) or (was) replaced to address the issue. In addition, it displayed error codes e050 (err_daily_values_corrupt), e053 (err_comp_log_sem_timeout), as recorded in error log. The device was scrapped by the service center after the evaluation was completed.